Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, diagnostic issue was observed on the device. Clinician will discuss the information with the following physician. Patient was stable and will continue to be monitored.